Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encountered the issue, replaced the li-ion battery, completed the scheduled pm and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), one of the batteries of the cardiosave intra-aortic balloon pump (iabp) did not pass the battery run time test. The battery had an expiration date of july- 2019. The run time was measured at 45 minutes. There was no patient involvement, and no adverse event reported.